Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure in the pulmonary artery using an indigo system aspiration catheter 8 (cat8). During the procedure, the physician advanced the cat8 through a non-penumbra sheath and, as the physician was spinning the cat8 within the patient, the cat8 broke into two pieces. The physician used a snare device to remove the broken piece of cat8 from within the patient, and ended the procedure at that point. There was no report of an adverse effect to the patient.